Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 pacemaker (B)(6) 2004; 4076-45 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was damaged by the implanting physician during the surgical procedure in the context of a scheduled routine generator change. There were no issues, concerns, or complaints related to this lead. Leads performance was within normal limits. The lead was capped, and replaced secondary to the damage incurred by the lead during the surgical procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.